Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call high blood glucose levels and low battery alert on the insulin pump. Customer¿s blood glucose level was 490 mg/dl. Customer treated their high blood glucose level via bolus delivery. Customer experienced low battery issues and they would not last more than a week. Customer replaced the battery on the insulin pump and thirty minutes later a down bar appeared on the display screen. Customer was advised to monitor their insulin pump and blood glucose levels and call back if issues persist.